Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system and stated they removed the pump and informed their doctor; no device alerts or alarms were reported, and additional information was requested to complete the blood glucose assessment. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included temporary interruption of insulin delivery by user action, with no hospitalization reported. Investigation included a review of available case details and outreach for clarification of event circumstances and blood glucose data. Investigation of this case revealed no reported device alarms or confirmed device malfunction, and the cause of the hypoglycemia remained unclear based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.